Event description:
It was reported that "during ablation #10 the temperature went to 93 degrees and the physician noticed this during an ultrasound and the ept 1000 was shut off immediately. The physician removed the catheter and removed the char and reinserted the same catheter to successfully complete the ablation with no harm to the pt."

Manufacturer narrative:
No consequences or impact to pt. Investigation is pending product return. A follow up report will be submitted upon completion.